Event description:
(B)(6) / I have been using this sensor for about 3 months now but last night I woke up with an alarm at 1:10 am my app was showing my sugar 54 so I got worried and ate too much sugary things then I luckily checked my glucose by a manual finger stick machine and I was surprised to see the reading said 171 that proves that libre reading was inaccurate and then I was up all night as my sugar must have been to 300 plus I am sure.